Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault 74. In-house testing could not reproduce the device fault. During evaluation, it was found that the device also failed to complete its internal self-test. The device software was updated to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.